Event description:
During a laparoscopic cholecystectomy one clip would form properly from the device and the next clip would drop or spit from the device. A second device was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info recieved and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws ae closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understant each incident as it occurs in order to continuously improve the products.